Manufacturer narrative:
(B)(4).

Event description:
It was reported #3 electrode was fractured. The device was programmed around the fracture. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.